Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed snowy and superimposed images on the monitor. No pt injury was reported.